Manufacturer narrative:
One power isolation transformer was received for evaluation. Fuses were inspected and identified that one was blown (electrically damaged). Damage to the fuse will cause a cease in functionality, which duplicates the reported symptom. The ac output jacks were tested via resistance with the isolation transformer unplugged (switch-on and switch-off). It was measured to have the hot, neutral, and ground. This short will cause a voltage draw and will eventually cause significant damage (and or heat), however per the design of the unit the fuse was first to blow. Based on the investigation and information provided to abbott this symptom was able to be confirmed, and the root cause was attributed to electrical shorting within the transformer, which caused the fuse to be damaged. The product's lot/serial number could not be obtained, therefore the UDI information (d4) and 510k (g3) are not provided.

Event description:
A blown fuse with heat damage was found during analysis.